Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that while the patient was in bed, they accidentally knocked their pump off the bed, and they then fell off of the bed while trying to catch the device, which caused the patient's shetty gastrojejunostomy tube to be pulled out. The patient had to return to their physician to have the tube replaced, but there were no further injuries reported.